Manufacturer narrative:
Additional information was received that the patient was experiencing loss of coverage and shocking sensation. The patient underwent an explant procedure wherein only one lead and a clik anchor were removed. It was noted that the lead was damaged. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4319 lot #: 19535355 description: clik x MRI anchor.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit,56cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Sc-2408-56 (sn: (B)(4)) device evaluation indicated that the complaint of lead damage was confirmed. The avista MRI perc lead was returned with the associated clik x MRI anchor. The lead insulation was frayed, and the cables were pulled and uncoiled. It appears that the damaged section of the lead is the clik x anchor site. Six cables were exposed and fractured. Continuity test confirmed 6 cables are open. The lead was exposed to excessive tensile force and it resulted in cable fractures and lead insulation damage. The associated clik x MRI anchor revealed no anomalies. Sc-4319 device evaluation indicated that the clik x MRI anchor revealed no anomalies.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.